Event description:
Boston scientific crm received information from an unknown caller to technical services (ts) stating this patient had a question about the longevity of her device and that she is feeling very tired. The caller stated the patient's resting heart rate is 45bpm, however the device is set at 60ppm. No adverse patient effects were reported. Ts discussed with the caller the importance of calling her physician and expressing what she is experiencing with the tiredness and resting heart rate at 45bpm. The patient states she has an appointment in a couple weeks but will try and see if she can get in earlier to see her physician. This device is included in the insignia microcrystal failure mode 2 population (9/22/2005). Three years later, the device was explanted for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed. There was no evidence of advisory issues found in the memory or operation of the device.